Manufacturer narrative:
Report of atrial fibrillation post implant of an edwards aortic bioprosthetic valve, which was treated with permanent pacemaker implantation. The subject device remains implanted with no reported malfunction. Atrial fibrillation is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. It is often transient and does not require intervention. In some cases, it can adversely affect cardiac output and will require intervention, particularly in patients with limited cardiac reserve. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. No further action is needed at this time; edwards will continue to review and monitor all events. Complaint trends are monitored on a monthly basis; additional investigation and corrective actions will be taken if necessary.

Event description:
It was reported via clinical affairs that a (B)(6) male patient experienced rapid atrial fibrillation post operatively after an implant of an edwards aortic bioprosthetic valve. The patient was treated with medication and alternated with rapid afib and sb with hr 30s. The patient was started on anticoagulation with heparin bridge to coumadin on pod 3. Ppm was placed pod 6, set to ddd 50-120. The event was noted as resolved. The subject device remains implanted with no reported malfunction.